Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed from the photograph that was provided for investigation. The luer fittings appeared to be damaged; however, without the physical sample, the root cause could not be determined. The lot number of the damaged q-syte could not be determined from the photo. As the provided photo supports the complainant¿s description of the reported event, the complaint was confirmed; however, there were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd q-syte closed luer access device is 'dented'. The following information was provided by the initial reporter, translated from chinese to english: dented fittings and fluid leaks during flushing

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed from the photograph and physical samples that were provided for investigation. The top disc of the septum was pushed within each top body; however, the root cause of the observed damage could not be determined. Adhesive was present in its intended location but it could not be determined what caused the top disc to separate from the adhesive. No defects associated with the manufacturing process were confirmed during the sample analysis. As the photo and physical samples supports the complainant¿s description of the reported event, the complaint was confirmed; however, there were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention.